Event description:
Per the info provided to co by the physician's office, the device was removed due to "migration of the reservoir." As reported to co the reservoir and assembly kit component(s) only were removed and replaced.